Manufacturer narrative:
The device sample has been returned however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: springs came off the rotation knobs during procedure and clips not loading properly. The patient condition is fine.